Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with physioneal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). Physioneal and extraneal therapies were ongoing. On (B)(6) 2013, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2013, the patient went to the hospital. On (B)(6) 2013, vancomycin, 2 g (frequency was set according to serum levels), intra-peritoneally (ip), and ceftazidime, 1 g daily, ip, was initiated. On (B)(6) 2013, the vancomycin therapy was ended and gentamicin, 40 mg daily, ip, was initiated. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.